Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: infusion was completed in 30 hours instead of 54 hours. Administered therapy: chemotherapy with 5fu.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Corrected information: h5 device labeled for single use. Updated information: d9 device returned to manufacturer. Device history record (DHR): reviewed the DHR for batch 23g13ged91, there was no defect encountered during in process and final control inspection. Sample evaluation: received 2 samples of easypump ii lt 270-54-s-EU/sa in original packaging. The batch number and the article number on both the printed primary packaging papers were 23g13ged91 and 4540018-07 respectively. Investigation results: the flow rate report of affected batch 23g13ged91 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -9.20% and -3.27%. Both samples were sent for flow rate test. The flow rate deviation fromnominal flow rate for both received samples were 0.24% and -0.71% respectively. The flow rate of both received samples were within the specification ±15% deviation from nominal flow rate. However, there are some possibilities that can cause the fast flow rate to occur during application, such that one or combination factors are listed as below: factor 1: temperature: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9 ml/hr. Factor 2: external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folded outer shell: according to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: the received samples were reference samples as they were received in original packaging. Since the flow rate of received samples was within the specification, hence we considered this complaint as not confirmed.